Manufacturer narrative:
D4 - lot #: was selected as "na" as it is either "0000948694" or "0000965835," d4 - expiration date: was left as "blank" as it is either "12/4/2026" or "1/23/2027," d4 - primary UDI number: was left as "(B)(4)" as it is either,"(B)(4)" or "(B)(4)," h2 - if follow-up, what type? Was updated for return testing, h3 - device evaluated by mfg? Was updated to capture return testing, h4 - device mfg date: was left as "blank" as it is either "12/5/2024" or "1/24/2025," h6 - adverse event problem: was updated for return testing. Investigation conclusion: retained and returned devices from the reported lot numbers (0000948694 and 0000965835) were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or return product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving multiple false positive hcg results while testing 2 different lots of consult hcg urine cassettes with 3 patients/individuals. The customer reported the first patient presented on (B)(6) 2025 for an iud or nexplanon placement procedure. A urine specimen was collected and the sample was tested. The results were read at 3 minutes and a false positive hcg result was obtained. Confirmatory serum hcg testing was performed on the same day which yielded a negative result. It is unclear the total number of false positive results that were obtained in total or for this patient. As a result of the false positive hcg result(s), the patient's procedure was delayed less than 1 week. No adverse health outcomes were reported. Additionally, no specific information was provided for the 2 additional individuals tested. The customer mentioned false positive hcg results were obtained for providers and medical assistants. These tests appear to have been performed as a quality control check. It is unclear if the 2 additional individuals are being referred to as the staff. Although requested, no further information was provided. No adverse health outcomes were reported. See emdrs 2027969-2025-00189 and 2027969-2025-00190 for the second and third individuals tested respectively.

Event description:
The customer reported receiving multiple false positive hcg results while testing 2 different lots of consult hcg urine cassettes with 3 patients/individuals. The customer reported the first patient presented on (B)(6) 2025 for an iud or next plan placement procedure. A urine specimen was collected and the sample was tested. The results were read at 3 minutes and a false positive hcg result was obtained. Confirmatory serum hcg testing was performed on the same day which yielded a negative result. It is unclear the total number of false positive results that were obtained in total or for this patient. As a result of the false positive hcg result(s), the patient's procedure was delayed less than 1 week. No adverse health outcomes were reported. Additionally, no specific information was provided for the 2 additional individuals tested. The customer mentioned false positive hcg results were obtained for providers and medical assistants. These tests appear to have been performed as a quality control check. It is unclear if the 2 additional individuals are being referred to as the staff. Although requested, no further information was provided. No adverse health outcomes were reported. See emdrs 2027969-2025-00189 and 2027969-2025-00190 for the second and third individuals tested respectively.

Manufacturer narrative:
D4 - lot #: was selected as "na" as it is either "0000948694" or "0000965835" d4 - expiration date: was left as "blank" as it is either "12/4/2026" or "1/23/2027" d4 - primary UDI number: was left as "(B)(4). H4 - device mfg date: was left as "blank" as it is either "12/5/2024" or "1/24/2025" preliminary investigation findings: retained devices from the reported lot numbers (0000948694 and 0000965835) were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.